Event description:
It was reported that the 2800 system would not fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. In house service engineer replaced a fuse in the table. The system is working as intended and placed back into service.